Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump was dropped and had scratches on the lcd screen and it was hard to read. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. The device will be returned for analysis.